Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
Broken central external line at bifurcation. Patient had both lumens attached to IV fluids. Twisting noted by child overnight. Area reinforced prior. Central line snapped off. The central line was replaced.